Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was "lubricant-like" foreign matter in the bd plastipack¿ syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: DHR, maintenance and quality notification records were analyzed and no deviation was found for this batch. The manufacturing process are validated with defined acceptance criteria. No samples / photos were sent by the customer. It is not possible to perform a complete investigation and determine the root cause for the occurrence. From the available information it is not possible to confirm the complaint. The occurrence reported from this complaint will be monitored for trend evaluation.

Event description:
It was reported that there was "lubricant-like" foreign matter in the bd plastipack¿ syringe. There was no report of exposure, injury, or medical intervention.